Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). Calibration and controls were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for six patient samples tested on a cobas e 411 disk analyzer. Results for the following assays were affected: elecsys tsh, elecsys ft4 IV, and elecsys total psa (tpsa). The patient samples were frozen aliquots that were placed into sample cups. The samples were thawed for 30 minutes prior to testing. This medwatch will apply to ft4. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to tsh and refer to the medwatch with a1. Patient identifier (B)(6) for information related to tpsa. Refer to the attachment for all patient data.

Manufacturer narrative:
Calibration and controls were acceptable. A general reagent issue can be excluded. The investigation did not identify a product issue. A specific root cause could not be determined, although the issue is consistent with insufficient pre-analytic handling.